Event description:
A third party biomed reported that the device therapy connector had a broken pin inside it. The device would not be able to attach to a therapy cable or paddles to provide defibrillation therapy. There was no report of patient use associated with event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and observed a pin broken off inside the therapy connector assembly. Physio replaced the therapy connector assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. The pin broke off either from the therapy cable or paddle set. Physio is unable to conclusively determine the pin's source since the corresponding connectors were not made available.